Event description:
It was reported by the edwards field clinical specialist that serial vessel dilatation was performed and the 24fr retroflex 3 introducer sheath was inserted with minimal resistance percutaneously through the left common femoral. The sapien valve was implanted, echo assessment completed and retroflex 3 delivery system was removed. Retroflex 3 introducer sheath was then removed with minimal resistance. An angiogram following sheath removal angiogram revealed an external to common iliac dissection. An 10mm x 80mm stent was inserted. An angiogram following stent deployment demonstrated the stented artery was patent. The patient was transferred to the unit in stable condition. Additional information the minimum luminal diameter (mld) of the vessel at the access site was 8.0 mm. The vessels were also reported to be mildly calcified with mild tortuosity. Reportedly there was no difficultly either advancing or removing the sheath.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for dilator and sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, it was reported that the mld of the access vessel was 8.0 mm and the vessels were reported to be mildly calcified and mildly tortuous. The cause for the reported event cannot be confirmed; however the borderline vessel size in combination with vessel calcification and/or tortuosity not appreciable on imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.